Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with a stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The insulin pump was unable to perform the occlusion and excessive no delivery tests due to the motor error alarm. The motor passed the motor test. The insulin pump was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, cracked battery tube threads, and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during a basal delivery. The customer stated that he smelled insulin, checked the infusion set cannula, and noticed that the top of the reservoir was wet. He changed the infusion set and reservoir, and at that time the insulin pump alarmed motor. The customer's blood glucose was 121 mg/dl. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.